Manufacturer narrative:
Correction- h6 (added code 1503)

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. It was reported that the customer experienced an elevated blood glucose (bg) level of 180 to over 500 mg/dl. Due to unexpected shutdown. A correction bolus was delivered to address bg. Reportedly, customer will continue to use current pump for insulin therapy.